Event description:
While investigating a (B)(6) male pt's monitor for an unrelated issue, a reportable problem was discovered. The monitor was resetting. The pt did not require a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. Upon evaluation the monitor was resetting. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted form the defective monitor. The pt did not require a replacement monitor.